Event description:
Our rep is reporting that at some business function, he had conversations that were social and general in nature. During these conversations, a surgeon mentioned that historically, he had 2 cases that had unusual reactions, stemming from an acl repair with the use of intrafix as a fixation device. He described these reactions as "aseptic infusions that tested negative for infection, and he believes that they may be related to the fixation devices". This was the extent of the info that the surgeon provided. Following the function, the rep made numerous calls to the surgeon for further info and detail, however, nothing more has been forthcoming. See also associated mdrs 1221934-2009-00349, 1221934-2009-00350 and 1221934-2009-00352.

Manufacturer narrative:
Nothing is being returned and no lot identification has been supplied. This info comes to us via a casual and general conversation. The surgeon talks vaguely about 2 historical experiences of possible pt reactions to possible mitek fixation devices. Outreaches over several months to the surgeon for further detail brought no further info. The report is being filed to capture the expression of an event. At this point in time, no further action is warranted. However, this file will remain receptive to any forthcoming info that is pertinent and clarifying to this issue, at which point a follow-up MDR will be filed.